Event description:
Customer reported having a blood glucose level of 456 mg/dl at the time of the call. Customer reported treating with a bolus. During a follow up call, customer reported having a blood glucose level of 403 mg/dl. Customer reported treating with a manual injection. Customer ended the call before troubleshooting could be completed. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.